Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their healthcare provider (hcp) is going to replace the implantable neurostimulator (ins) because it takes too long to recharge. The patient stated that the ins is currently dead because they stopped trying to keep it charged. They noted that the event date of the issue is unknown. No further complications or symptoms were reported or anticipated.